Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. There was no missing material. Additionally, the instrument was found to have the plastic proximal clevis broken, causing the distal clevis to dislodge. The broken piece was missing as a result of breakage. The size of the missing piece was approximately .161¿ x .208¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument distal clevis was also found to have mechanical indentation. This failure is most commonly caused by mishandling/misuse. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
During central processing it was reported that the permanent cautery spatula had a frayed cable. There was no patient involvement.